Event description:
It was reported that this defibrillator recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. Technical services reviewed the device data and confirmed this observation. The battery voltage has shown an irregular decrease in its estimated longevity. As a result, device replacement was recommended within 14 days. The device remains implanted and in service, with no adverse effects reported for the patient.